Event description:
Related manufacturer reference number: 2017865-2023-16886. It was reported that the atrial lead was pacing in the ventricle. The ventricular lead exhibited high capture threshold and r-wave amplitude variation. It was discovered that both leads had dislodged. The leads were explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and r-wave amplitude variation. The reported events of inadequate capture and r-wave amplitude variation were not confirmed. A complete lead with stylet partially inserted was returned in one piece. The helix was retracted and clogged with blood/tissue as returned. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.